Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- b5, d4, d8, h6, h11. Correction: e1: complete establishment name: (B)(6). The device was returned to olympus and the reported failure was confirmed. The coating had peeled off around the broken part of the probe and a scratch was found. Observation of the fractured surface of the probe revealed that cracks had developed starting from the scratches. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the probe was broken due to the following mechanism: activated output while the probe tip was contacted hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. The probe tip was applied a load with continous activation. Also, the tip cracked due to the scratches on the probe tip. The probe was subjected to some kind of load and ruptured. Olympus will continue to monitor field performance for this device.

Event description:
Additional information identified that the event occurred during a therapeutic hepatobiliary and pancreatic (laparoscopic hepatectomy) procedure. No imaging or x-rays were required.

Event description:
It was reported while under sedation for a diagnostic cholecystectomy the tip broke and fell into the patient body, it was recovered, and a similar product was used to complete the procedure. This led to a procedural delay of approximately 3 minutes and there was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.